Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel reports patient allegations of pain, loosening and elevated metal ion levels. Subsequently, the patient was revised on (B)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1. Material sensitivity reactions.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6), 2003. Patient's legal counsel reports patient allegations of pain, loosening and elevated metal ion levels. Subsequently, the patient was revised on (B)(6), 2013. Additional information provided from legal counsel with operative notes indicates presence of anterior capsule synovitis and grayish, black fluid at time of right hip revision. Additional information was provided from legal counsel in the form of blood test results. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, manufacture date ¿ unknown. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.